Event description:
Child had a severe seizure, apnea monitor picked up the shaking of the child as respirations and did not alarm. Child stopped breathing due to seizure. Child was resuscitated by ems and transported to hosp. Child was treated and released.